Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd screen was white. Upon further review, the electronic board particularly in the area where both battery connectors plug into the board, the back of the lcd screen, and the keyboard/lcd cable all show signs of corrosion. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the white display. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.